Event description:
It was reported that the customer had experienced eight hospitalizations for low blood glucose levels. The customer's blood glucose was 30 mg/dl. The customer treated the low blood glucose with a manual injection, but it did not rise above 40 mg/dl which lead to the hospitalization. The customer has had the insulin pump several times, but keeps experiencing low blood glucose readings. Nothing further reported.

Manufacturer narrative:
Please reference medwatch 2032227-2014-50131 and 2032227-2014-16493. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.